Event description:
It was reported that as of the friday prior to this report there was an open circuit. The patient was having an entire system explant and re-implant on (B)(6) 2013. It was later reported that the patient had had changes in stimulation therapy and a lead fracture. It was unknown when the patient had the change in therapy or if there were any falls or traumas involved. It was noted that the extension had migrated down to the neck area and ¿may be frayed or something.¿ there were high impedances and they were unable to program around the issue. It was noted that the manufacturing representative was unsure if both devices were involved. It was further noted that the patient was scheduled to have the leads replaced on (B)(6) 2013. Additional information received reported that on (B)(6) 2013 the patient was coming for evaluation of shock sensations in his right side which resolved with turning his left implantable neurostimulator (ins) off. The deep brain stimulator was interrogated including battery status and impedances. The right deep brain stimulator battery status and impedances were good. The left deep brain stimulator impedances were elevated from 10000 to 40000 on contacts 1, 2 and 3. It was noted that contact 3 impedances was greater than 40000 revealing an open circuit. The left ins was turned off and the patient was not to use until fixed. X-rays were reviewed and patient appeared to have a narrow/frayed area in the wire about 30 mm below the left jaw line. It was noted that there would be a replacement of left side lead and possibly both leads on (B)(6) 2013 which would be followed by a device and extension on (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v813689, implanted: (B)(4) 2012, product type: lead product ID: 37085-60, ,serial# (B)(4), implanted: (B)(4) 2012, product type: extension. Product ID: 3387s-40, lot# v801518, implanted: (B)(4) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(4) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(4) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(4) 2012, product type: extension. Product ID: 3387s-40, lot# v801518, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information that the patient did very well with the neurostimulator programming and there had been no further calls from t hem so it was assumed all was well. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the "entire system was removed a few weeks before" the (B)(6) 2013 appointment. It was stated "a new plan was done" and "was target for the same location at the prior leads." It was noted "microelectrode recording was done and the new leads were placed with excellent intra-operative results in controlling his (the patient's) tremor." It was noted an extension and ins were placed during a "standard stage 2 procedure" and that "the patient had a significant tremor benefit one week from lead placement." It was reported that "no" malfunctions were seen with anything besides the lead. It was stated the patient was "doing well" following the procedures and the "device would be turned on (B)(6) 2013." It was noted the explanted devices were not available for return at the time of follow-up.